Event description:
It was reported that the patient thought they heard something "pop" while doing an abdominal workout. The right ventricular lead was noted to have a lead warning for low impedance paces. Some x-rays were performed that ruled out lead fracture. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.